Event description:
It was reported that the left monitor on the 9600 system was blank. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were re-seated during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.